Event description:
Boston scientific received additional information from product investigation closure, and a supplemental report is being filed. It was reported that this right ventricular (rv) lead exhibited undersensing and high pacing thresholds. The rv lead experienced migration and was attempted to be repositioned, but the patient has an scarring myocardium which prohibited the helix retraction function. A surgical intervention took place to explant the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully extended. Dried blood/tissue was present around the helix. Soft stylet was returned partially inserted in lead 7 cm shorted to the lead tip. While inside lead, the stylet is bent approximately 45-degrees at terminal connector of lead. Suture footprints indicate suture sleeve most likely tied-down on lead body approximately 19.6-22.0 cm from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil twisted, stretched and fractured approximately 20 cm from the terminal pin, under the suture sleeve tied-down location. Electricals allegation were not confirmed. However, analysis revealed cathode coil fractured, evidences show fracture most likely occurred during lead revision.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and high pacing thresholds. The rv lead experienced migration and was attempted to be repositioned, but the patient has an scarring myocardium which prohibited the helix retraction function. A surgical intervention took place to explant the lead. No additional adverse patient effects were reported.